Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) checked the system remotely and found that device had images store problem. Upon testing, fse identified the cause of the problem was free space low. To resolve the issue, fse delete examinations on screen, but after deleting all examinations, issue was still there, fse recreated the image store database, after recreation of database, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, the user dose not clean the image store database before using it properly, that's the issue happened. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an image disk error with the image processing pc (ippc). The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.